Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer was turning in scooter and the wheel came off the hub cap causing consumer to flip and fall off of scooter.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that there was an unknown excessive force to the wheel.

Event description:
Alleges consumer was turning in scooter and the wheel came off the hub cap causing consumer to flip and fall off of scooter.